Manufacturer narrative:
An event of heart block and permanent pacemaker was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that \the length of the membranous septum was 1.0cm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The inflow edge of the constrained valve was 2mm below the pigtail catheter which was positioned at the bottom of the non-coronary cusp. The final non-coronary implant depth was 7.0mm. There was difficulty experienced implanting the 25mm navitor vision valve. The patient was hospitalized. The exact cause of the patient's third degree heart block is unknown. The patient was in rehabilitation at the time of report.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor vision valve was successfully implanted in a patient. On (B)(6) 2024, it was noted via electrocardiogram, that the patient developed a third degree atrioventricular block. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.